Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of explant is estimated. Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced uncomfortable stimulation. As a result, the patient underwent surgical intervention wherein the system was explanted to address the issue.